Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar forceps instrument for evaluation. However, the failure analysis has not been completed yet. Therefore, the cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, the force bipolar forceps instrument failed to release tissue when the instrument release kit (irk) was used. The emergency stop button was not properly pressed by the customer prior to attempting to open the jaws of the force bipolar forceps instrument with the irk. A monopolar curved scissors instrument was used to remove tissue from the instrument. The procedure was completed robotically with no reports of patient complications. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the force bipolar instrument associated with this complaint. Failure analysis confirmed the reported event. The instrument was found to have a broken grip tip, causing side-to-side misalignment of the grips. The instrument was found to have a broken grip at the grip midpoint of the grip, no pieces were found broken. The conductor wire was found to be still attached to the broken grip tip.